Event description:
Product analysis for the lead was completed and approved on 03/19/2015. Note that a portion of the lead assembly including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device which may have contributed to the stated complaints. Product analysis for the generator was completed and approved on 04/01/2015. In the analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis, there were no anomalies found with the pulse generator.

Event description:
It was reported that the vns patient presented with a shocking sensation at the generator site that travelled up to his neck. No patient trauma was reported. X-rays were taken and were reported by the physician to be unremarkable. Clinic notes were received indicating that the patient was seen a week prior to the office visit on (B)(6) 2015 and reported having shocking sensations in the right chest. The patient was experiencing fairly strong shocking sensations 2-3 times a day which lasted up to a minute. The shocking sensations normally preceded the patient feeling stimulation on-times in the neck. On (B)(6) 2014, the patient returned to the office and it was determined that surgery would be performed to check the lead pin insertion into the generator header and replace the device. Additional x-rays were taken and were reported by the physician to be unremarkable. The patient¿s device was tested and diagnostic results showed normal device function. The patient underwent generator and lead replacement surgery on (B)(6) 2015. The explanted devices have been returned to the manufacturer where analysis is currently underway.